Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert triggered and there was unexpected delivery of a ventricular tachyarrthymia therapy. It was noted that beginning 2015 (B)(6), the ventricular sics were up to 7566, in addition to ventricular tachycardia non-sustained (vt-ns) episodes and ventricular fibrillation (vf) detected episodes with inappropriate shocks due to lead noise oversensing. The rv lead integrity warning occurred on 2015 (B)(6) for 2 or more high rate nst episodes and sic greater than 30 in 3 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate shocks. It was noted the right ventricular (rv) lead exhibited no capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.